Event description:
The pump was returned for investigation. Evaluation revealed that the pump audible sound is unresponsive. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the pump paint is scratched. Pump audible sound is unresponsive. Opened pump case and realigned piezo contacts. The sound functions properly after piezo contact realignment. Battery cap not returned with pump. (B)(6).